Event description:
Report received of leaking and bent needle resulting in an inadvertent needlestick to the health care professional. The nurse reported that while assessing an IV, it was observed to be leaking at the connection between the male adapter plug at the IV access site and the lifeshield connector. When the nurse removed the lifeshield connector, "the needle within was found bent at a 90 degree angle which resulted in a needle stick to the nurse." The cause for the bent needle was undetermined. The nurse was treated per their hospital policy on blood exporsure. There was no adverse effect to the pt. No additional info was available.